Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope is not recognized, the b30 error is displayed, and then the front panel blinks constantly due to a failure of the scope socket and the scope detection slide. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had a b30 error code, scope detection was not working, and the front panel lighting was failing due to a system failure. It is unknown when the issue occurred, and the procedure is unspecified. There were no reports of patient harm associated with the event.